Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient was on a rough boat ride and the implantable neurostimulator (ins) was bulging out. The patient manually manipulated it to sit flat and the ins was no longer shifting or turning on its side. It was noted that the patient had discomfort, pain in her ribs and she could not always sync with the ins. It was confirmed that her ribs were not broken.

Manufacturer narrative:
Concomitant products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was excess pain. The patient was getting pain coverage for the pain she was initially implanted for, but she was now having new pain. There was muscle pain around the implantable neurostimulator (ins) site and the leads were protruding. The patient stated it felt like the system was trying to exit her body. The patient could not turn left because it felt like she was braking a rib. The patient noted it felt like a splinter in her back. The patient had many CT scans and other procedures and nothing was found to be causing her pain other than the device itself. The patient was told by her healthcare provider (hcp) that she could keep the device in or explant it, but it would be unlikely that she could get another system put in. This was difficult for the patient because she was receiving therapy for her initial pain. Recent medical tests or electromagnetic interference (emi) that could have been related to the issue included CT scan and x-ray. The patient noted she was already taking anti-anxiety medications. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.